Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and once on an alternate instrument, all of which resulted as expected. The rerun result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not discover an instrument malfunction. The sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.